Manufacturer narrative:
B3: unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was unable to verify or duplicate the reported issue. The device was found to be functioning properly and delivering within specification. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device did not deliver, the reservoir is full and there was no alarm. There was unknown patient involvement.